Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported patient was getting power on reset message (por) message on the patient programmer (pp) screen. Patient indicated that she had cardio-version on (B)(6) 2017 and it did not work and she¿d like to know if her interstim implant could have caused the cardio-version not to work. Patient stated she was having another cardio-version soon. Patient was advised to connect with healthcare provider (hcp) to clear the por message. There were no further complications that have been reported as a result of this event.